Event description:
The customer reports an evis exera bronchofibervideoscope had a broke distal sheath and rubber damaged. Upon inspection of the returned device, olympus found foreign matter in the distal end of the biopsy channel indicating insufficient cleaning/reprocessing. There is no reported patient contact/impact associated with this occurrence.

Manufacturer narrative:
The device referenced in this report was evaluated by olympus. The investigation is ongoing. Physical evaluation of the returned device: upon inspection of the returned device, olympus found foreign matter in the distal end of the biopsy channel indicating insufficient cleaning/reprocessing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Correction to the initial medwatch. The aware date should be on (B)(6) 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed the foreign material did not originate from the device. The specific root cause of the insufficient reprocessing could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "1.4 precautions: all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.